Event description:
Addition to initial event description: cerebrospinal fluid leakage (code 1772) was reported on medwatch report received by hospital when incident was first reported (manufacturer report number 2021898-1996-92). See h10 for more details on the two reports.

Manufacturer narrative:
The returned product was evaluathed by the co for patency, pressure/flow characteristics, preimplantation pressure, leakage and diphoning. Also returned with the valve was another MFR's cylindrical anti-chamber containing a metal guard. This product was not tested. The valve met all the co's performance specifications. This incident was reported twice-first on 11/20/96 and second on 12/18/96. It was confirmed by the distributor on 2/7/97 that both reports referred to only one incident. Medwatch report number 2021898-1996-92 also filled,.